Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: 9731203, serial/lot #:(B)(4), UDI#: (B)(4). Analysis of the 9733560xom found insufficient information. Analysis of the 9731203 found no failure. The reported problem could not be duplicated. The strength of the field was able to track for more than 5 inches and was able to track within the acceptable range of the target with no failures. The system remained in green status during all testing. It passed the accuracy test with an error of 1.788mm. Flexing the cable does not indicate any intermittent opens. The product was fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the em field was only able to track to 5 inches during testing. There was no metal in the field and several instruments were tested but the field was reduced. There was no patient present when the issue occurred.